Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04911. (B)(6) study. It was reported that in-stent restenosis occurred. In (B)(6) 2013, the patient presented with stable angina pectoris. Subsequently, percutaneous coronary intervention (pci) was performed on elective basis. Target lesion #1 was a 99% stenosed, 35x2.5mm, concentric, diffused type c target lesion containing a lesion bend of between >45 and <90 degrees was located in the severely tortuous and severely calcified proximal and mid right coronary artery (rca). Target lesion #1was treated with predilation and placement of a 2.5x38mm promus element¿ plus stent at 10 atmospheres. Post dilation was performed with 0% residual stenosis with timi flow 3. Target lesion #2 was a 90% stenosed, 15x2.2mm, concentric, diffused, type b2 target lesion containing a lesion bend of <45 degrees was located in the severely tortuous distal rca. Target lesion #2 was treated with pre-dilation and placement of a 2.25x16mm promus element¿ plus stent at 15 atmospheres. Post dilation was performed with 0% residual stenosis with timi flow 3. Three days post procedure, the patient was discharge from the hospital. In (B)(6) 2017, the patient presented due to coronary artery restenosis in distal rca. Pci was performed and the event was resolved. Nine days later, patient presented due to coronary artery restenosis in proximal left anterior descending artery (lad). In (B)(6) 2017, the restenosis in the lad were treated with pci and coronary artery bypass graft (CABG). The event was resolved.